Event description:
The customer reported that their bgs had been running high so they were in the process of changing their infusion set and discovered the driver arms were loose. It was indicated that the smaller arm falls freely. Instructed the customer to disconnect the pump.